Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.

Event description:
The loaner high flow insufflation unit was returned with no alleged complaint. During routine equipment inspection of the device by olympus, the device had a missing number display (part of the liquid crystal display of flow rate values were not displayed). There was no procedural or patient involvement associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the allegation was confirmed; the flow rate numerical display on the liquid crystal display (lcd) was partially missing. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.